Manufacturer narrative:
Qc performed before and after the event recovered within specs. The sample was a fingerstick sample. The erroneous result occurred on a specific pt sample. Based on raw data review, it was concluded that the instrument algorithm software was working as designed, and no defect was found. A field service engineer was dispatched to the customer's and could not reproduce the problem. The fse cleaned a blood sampling valve (bsv) and bsv knob and checked the bsv shaft which was fine. The fse run reproducibility 3 times with acceptable results. The fse made a slight adjustment to manual cal factors and replaced a 60 ps regulator. The fse verified the repair per established procedures, and results meet published performance specs. Based on available info, the intermittent problem re-appeared in 2007 after the instrument had been serviced. A troubleshooting of the problem revealed a cracked tube, which was replaced and the problem was solved. It is suspected that the cracked tubing has contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic platelet (plt) results that were generated by the coulter lh 750 instrument. The customer indicated that they obtained erratic plt results on several samples. However, they only provided one example. The initial plt results was 626 x 10 to the third power cells/ul, and 426 x 10 to the third power cells/ul upon repeat. Both plt results were printed with an operator defined flag "h". (H-result is higher than your reference interval high limit. Follow your laboratory's policies for reviewing the sample). There was no change to pt treatment as a result of this event.